Event description:
The manufacturer received information alleging a ventilator shut down while in use. The patient was placed on another device with incident. According to the reporter of the event, the ventilator was being operated on battery power and began alarming as the batteries where depleting. When the batteries totally depleted, the ventilator shut down. The caregiver attempted to connect the ventilator to ac power, but there was an issue with the device's ac inlet connector which prevented it from being connected. The patient was then placed on another device. The ventilator was returned to the manufacturer for evaluation. The device's ac inlet connector was found to be broken and pushed inside the device's housing. The ac inlet connector was replaced to address the issue.